Event description:
The customer reported sensors suddenly stopped working. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the two returned sensors had no damage or defects observed during the visual inspection. An open connection in the cable was observed on the detector circuit. The sensors issued a ¿sensor off patient" error message during functional testing.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported sensors suddenly stopped working. No patient impact or consequences were reported.